Event description:
The original intended procedure for the (B)(6) female pt was for cardiac cath, left ventriculogram and possible percutaneous coronary intervention/stent placement with procedural sedation. Right radial cath. Site was prepped. Pt returned to hospital 20 days later with pain and possible infection at site. Pt required antibiotics and warm compress dressings. Pt outcome requested on (B)(4) 2013 but as of (B)(4) 2013, no add'l info has been provided.

Manufacturer narrative:
Brand name: unk as catalog number not provided. Expiry date unk as lot is unk. MFR date: unk as lot is unk. (B)(4). No product was returned to assist in the investigation. There is a provided IFU, which states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Per quality control specification, there is verification for lubricity and durability. Based on the history of similar complaints, shedding of hydrophilic coating from the device during the procedure that remained in tissue at the entry site may have resulted in the described failure mode of skin irritation. W/o a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the pt reaction may be a result of device used in conjunction with latex gloves. The risk assessment for this failure mode and product family indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated. The benefits of the device outweigh the noted risks and it should remain available to the market while continuing to pursue activities to minimize the associated risks. Interim preventive action requiring process changes were effective (B)(4) 2013. Although no lot number was provided, the event date occurred prior to this effective date. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events.